Manufacturer narrative:
(B)(4). Approximate age of device - the motor is not a single use device. The approximate age of the device is 3 years and 7 months, calculated from the date of manufacture.the device is expected to return for investigation. It has not yet been received.the centrimag motor was manufactured in april of 2014. The manufacture date was approximated as 01apr2014. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on right ventricular extracorporeal circulatory support on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient was taking a walk when the nurse called the vad coordinator to report that the console was indicating low flow. Upon presenting to the room, the vad coordinator observed that the console was indicating a ¿system fail¿ alarm and the pump had stopped. The console and motor were exchanged to the backup systems. Patient support was restored without any further issue. The blood pump did not need to be replaced. No adverse effects to the patient were reported. The patient remains stable in the intensive care unit (ICU) on extracorporeal circulatory support for the right ventricle and an lvad from another manufacturer for left ventricular support. No further information was provided.

Manufacturer narrative:
The reported event was confirmed through the evaluation of the right sided mechanical circulatory support system. Upon its return, minor scratches to the motor housing were observed. The motor was connected to a mock loop and no alarms were present. However, manipulation of the motor cable near the bend relief triggered the reported motor and system fault alarms. There appeared to be an intermittent open wire or short within the cable, making the motor irreparable. A review of the centrimag device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.